Event description:
This client is ventilator dependent and received simv volume ventilation. The client's trach cuff leaked water causing an air leak and reduced tidal volume. Nurse in home changed trach emergently to avoid injury to the client. The family reprocesses/reuses trachs for this clients, but this was reportedly, the first-time use of this trach tube. In addition to this event, similar events happened with the same size and MFR of trach on five occasions in (B)(6) and (B)(6) 2010, but the lot numbers were unavailable to report. The MFR was notified, and all five trachs were replaced by the manufacturer.